Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board was evaluated and replaced. The calibration files were reloaded. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported intermittent communication failed error messages. The error message required a reboot to restore functionality. This is indicative of a system lockup. There is no report of death or serious injury.